Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The circulatory research coordinator reported that the patient expired approximately two-and-a-half weeks post implantation of the lvad. The hospital suspected thrombus in the device. There were no alarms reported.